Event description:
This ICD was explanted because of inappropriate shocks due to oversensing of noise. The noise could not be reproduced with isometrics or pocket manipulation.

Manufacturer narrative:
(B)(4).the analysis on this device is pending. (B)(4).

Event description:
This ICD was explanted because of inappropriate shocks due to oversensing of noise. The noise could not be reproduced with isometrics or pocket manipulation.

Manufacturer narrative:
(B) (4).the analysis on this device is pending.